Event description:
The patient reported noticing that the pump clip was getting hot to touch and found that the pump was extremely hot. The patient also noted that the keypad did not seem to be working. The battery was reportedly removed from the pump and after 10-15 minutes the battery was still extremely hot. The patient confirmed that there was no corrosion in the battery compartment and the compartment and cap were intact. The patient reported working in nuclear medicine but stated that the pump was not exposed to x-ray or MRI. The patient confirmed that there were no injuries related to the temperature issue.

Manufacturer narrative:
Follow-up #1 (B)(4) 2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the black box showed no evidence of short battery life. There was no damge to the battery compartment or cap. The pump was exercised for 24 hours without overheating. The pump electrical current draws were tested and found to be within specifications. The pump was opened and no internal defects were found.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.